Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that modules have not infused all of the medication in the bag. This was reported to manufacturer representative during on-site visit. No devices are available for return for investigation. There was patient involvement, but the outcome is unknown.